Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Revision due to fractured neck and loosening. The surgeon tried to revise the acetabular components only, but was unable to remove the neck from the stem. Consequently, the whole construct was removed and replaced with a competitor's device. Au vigilance decision; non-reportable. Decision rationale: product supplied by the previous sponsor lss; at the time the manufacture was wright medical; product no longer supplied and no longer included on the artg, therefore non-reportable.